Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. Moreover, it was presumed that the foreign material might have remained since the reprocessing was not correctly implemented in line with the instructions for use (IFU). No physical damage was observed at the locations where the foreign material was found. However, while the device malfunction was confirmed, the root cause for the presence of the foreign material in the subject device could not be determined. The event can be detected/prevented by following the instructions for use in: the instruction manual operation manual¿ gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual¿ gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device. Additional information: h3, h4, h6. Corrected data: h8.

Event description:
It was observed that during the device evaluation, gastrointestinal videoscope exhibited foreign material from inside the tip cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.